Event description:
Urologist attempted to place needle and hit bone. He continued to advance needle which then broke. One report stated retained piece was verified by x-ray to be in prostate; second report stated retained piece was lodged in fatty tissue of buttocks. Retained piece will be removed in 60 days or one/half life span of iodine seeds which remained in needle.